Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use events on 30-may-2024 and 03-june-2024. Infusion set has been used for 3 - 4 hours for all events. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1918545 - MDR 3003442380-2024-15493 - device 1 of 2.